Event description:
During arthroscopic surgery for probable left knee medical meniscue and anterior cruciate ligament tears, the physician noticed patient's thigh tight. He then stopped the irrigation and disconnected the pump due to improper drainage and extravosation into thigh and leg. Pressures were measured at 68mm thigh and leg dropping to 48mm within 20 minutes. Arthroscopiy irrigation 2300 cc in/600 cis out plus spillage. Pedal pulses were present. Thigh circum. Rt 19 3/4" lt 21". Procedure was aborted. Patient and family were informed about this event. He was discharged home after observation in pacudevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: invalid data. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service, user education provided. The device was not destroyed/disposed of.